Manufacturer narrative:
At this time, vyaire medical has not received the suspect device for evaluation.

Event description:
Customer using reditube for emergent situation has seen an increase in bloody throats and follow up swallow studies. Reports from respirator and ER. "Difficult intubations and bloodier extubations." On 19feb19-additional information: several physician and clinical staff members reported marked difficulty with intubations, which was reportedly due to the rigidity of the endotracheal cuff.